Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 16.5mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As a result of the device investigation, omsc concluded that the reported event occurred since the surgeon outputted the device contacting with something hard, and the probe cracked. After that, the probe was broken when the probe received a load outputting or grasping tissue. Report in an abundance of caution. Please cross-reference the following reports: 8010047-2014-01075.

Event description:
Olympus was reported the event blow. The subject device was used during a laparoscopic uterine myomectomy. There are some short circuit error messages were displayed. The probe was broken off and the probe tip fell off inside the patient. The probe tip was retrieved in the procedure. The procedure was completed with a different device. There was no patient injury reported. Olympus was received 2 subject devices about this event. As a result of evaluation, it was found that the probe of one device was broken and the ptfe pad of one device was severely worn away. This report is regarding that the probe was broken.